Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the large hem-o-lok clip applier instrument had a broken cable. No fragment fell into the patient. It was noted that the device was not used on the patient. No known impact or patient consequence was reported.